Manufacturer narrative:
Lot code info provided by the consumer has been sent to qa for investigation. We await the results. We have requested and await the consumer's return of product for evaluation.

Event description:
Received a report from a consumer indicating she is a new user to this style tampon and on more than one occasion she would remove the tampon pledget after insertion due to discomfort. Upon removal, she would experience a piece of the pledget separating but she would be able to remove the piece without difficulty. No injury reported.